Event description:
Healthcare professional reported "infection, it blew up and was almost mrsa, I have notes that state they were leaking, watery." Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: bacterial infection - almost mrsa, deflation.